Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was dried blood and contrast in the inflation lumen and balloon. The shaft was kinked 27.5 cm from the tip. When positive pressure was applied with the inflation device, a stream of water emitted from a pinhole in the balloon located 15 mm from the distal side of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the right brachial artery. The 99% stenosed lesion being treated was located in the moderately tortuous left common femoral artery (cfa). Pre-dilatation was performed as well as intravascular ultrasound. The 6.0 x 60/135 sterling monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured on the third inflation at 12 atm. The first inflation was to 6 atm and the second was to 10 atm. The lesion had been dilated sufficiently and the procedure was completed. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the right brachial artery. The 99% stenosed lesion being treated was located in the moderately tortuous left common femoral artery (cfa). Pre-dilatation was performed as well as intravascular ultrasound. The 6.0 x 60/135 sterling monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured on the third inflation at 12 atm. The first inflation was to 6 atm and the second was to 10 atm. The lesion had been dilated sufficiently and the procedure was completed. There were no patient complications reported and the patient status is good.